Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of device history logs. The logs communicated a low battery and shutdown warning to the user. The device was subjected to extensive testing including bench handling, defib cycling, environmental stress testing without duplicating the report. The investigation is closed as device meets specification as the problem was associated with a low battery state. The device will be recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.